Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 38489 beating heart pms- (B)(6) 2024, where they commented "unfortunately, this is not always the case" when asked about the positioner can hold and suspend the heart, while allowing it to maintain its normal hemodynamics, once tightened into position.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.